Event description:
Treatment of a visceral aneurysm. During the procedure, it was reported that the implant coil was advanced through the rebar 18 microcatheter and into the aneurysm. The implant coil was pulled back into the microcatheter for repositioning; however, it prematurely detached and flushed away distally into a splenic artery and still remains there. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Manufacturer narrative:
The pushwire was returned for evaluation without the implant coil as it remains in the patient. The evaluation could not determine the event cause; however, it is likely that the reported issue occurred during manipulation of the device. (B)(4).